Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An image provided by the customer shows the barb on the cannula. Contains a cap/cover over the cannula when it is received from the supplier and therefore the damage likely originated from their process. When this part is received from the supplier, a material inspection is performed on a select sample size based on standard to verify no damage is present on the part. If the part does not pass acceptance criteria, the part is rejected. The supplier will be notified of this observed issue. No physical sample was returned for evaluation, only the image was received. The most likely root cause of the customer¿s complaint is related to an error that occurred during the supplier¿s manufacturing process. A supplier report was requested to document potential root cause for this event. When the report is received the investigation will be reopened to align with any new information from the supplier. The supplier manufacturer has been notified and made aware of this complaint issue. A request to the supplier for further details was communicated. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic cannula had a small metal bard observed during a cataract surgery leaded to complications. Additional information indicated that the patient experienced capsular rupture and vitreous loss resulted in an unplanned anterior vitrectomy. Post operatively patient also observed with increased intraocular pressure which was treated. The patients prognosis is good as both intraocular pressure(iop) and vision are good.